Event description:
It was reported that during an unk procedure, the handle of the ace14s scissor is broken. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the link pin was noted to be missing. Therefore, the handle was noted to be non-functional. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, the complaint info is trended on a regular basis to determine if further investigation is warranted.